Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical floor repair kit (MFR report #3005099803-2013-11515) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-11538) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, emotional distress, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml9092802, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.